Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are two other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A facility representative reported that a preloaded intraocular lens (iol) was damaged while inserting. Additional information was requested.